Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo I nsulation breach or conductor fracture was not observed during analysis. There was not explant damage observed during analysis.

Event description:
It was reported that the patient suffered a syncope. When the lead was checked, the threshold had increased, but the physician thinks that it was a vasovagal syncope. The lead had steady impedances and appeared a drop in the r wave trend. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).